Event description:
A malfunction alarm identified as "malf 12" was reported, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and after the reset, the malfunction code did not recur. The customer was informed to continue using the pump and advised to contact technical support if the issue reappears. The customer acknowledged the instructions and opted to manage the cartridge loading independently.